Event description:
It was reported that the bd safetyglide leaked. The following information was provided by the initial reporter: "child was to be provided vaccines. When going to administer 1st vaccine (dtap), the needle and syringe with vaccine blew apart and sprayed onto writer. Child was poked at that time, but no vaccine administered. Child was then re-poked with new needle and new dose of vaccine in opposite arm, which was effective. Child's parents called to be notified of same." Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): 2024-02-13 site name/location: (B)(6) health centre. Level of harm: minimal harm. Ahs optional report to cmdsnet (health canada): incident details: child was to be provided vaccines. When going to administer 1st vaccine (dtap), the needle and syringe with vaccine blew apart and sprayed onto writer. Child was poked at that time, but no vaccine administered. Child was then re-poked with new needle and new dose of vaccine in opposite arm, which was effective. Child's parents called to be notified of same. Who was affected? Patient. Frequency of problem: recurring. Device information. Device name/description: needle hypodermic safety 25ga x 1 in manufacturer: becton dickinson canada inc. Manufacturer code/model: 305916. Serial or lot number: regq4069 device expiry date (yyyy-mm-dd): unknown. Supplier: (B)(4). Supplier catalogue number: (B)(4). Was the device retained? No.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information.